Event description:
A malfunction was reported by the distributor, dinno santé, noting that the customer experienced a malfunction alarm indicated as 16-0x20e6. There was no information available regarding the impact on the customer's blood glucose level. Additional details about any corrective actions taken were not provided, and the pump was not returned for examination.